Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal short. Destructive analysis was performed, and visual inspection found a breach of the inner insulation at the suture sleeve tie impression region. The cause of the reported event was isolated to the breach of the inner insulation consistent with suture sleeve tie down to tight. All other damages found are consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09789. It was reported that following a recent implant, the patient presented in clinic due to diaphragmatic stimulation. High pacing thresholds were observed on the left ventricular (lv) lead. The physician opted to replace the lv lead with an epicardial lead. During the procedure, the physician also opted to replace the right ventricular lead due to rising pacing thresholds, though an anatomy issue was suspected. Both leads were explanted and replaced. The patient was stable.